Event description:
(B)(4). The pump reached eos (end of service) on (B)(4) 2014. The patient went through withdrawal and ended up in the hospital. The hcp (healthcare professional) didn¿t give the patient oral medication knowing that the pump was going to reach eos. The device system was delivering bupivacaine, dilaudid, and morphine. The patient symptoms, interventions, and the outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).